Event description:
The device was used during a laparoscopic cholecystectomy. The cystic duct was very large. The first clip was placed on the duct, and upon attempting to place a second clip, the first clip had slipped partially off the duct. Subsequent firings also locked in the jaws of the device. Some clips ejected from the jaws. The case was completed by converting the subxyphoid port to 11mm and using another device placed clips.

Manufacturer narrative:
9/9/96 1410 message and 800# left for md call back. 9/11/95 0940 nncl sent. A1,2,3,4,b6,7,d10-info not provided by user facility. H4,d5-info not available. Results of evaluation: conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled and fed the clips as designed. The clip form was within design specification. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. If the jaws are not placed over the entire vessel and fired, the clip will slide off the vessel. Each instrument is evaluated during the assembly process to ensure the clips feed properly and that the clip form is within design specification.